Event description:
It was reported that the ventricular lead fractured and exhibited noise and clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the lead was returned in two pieces. Final analysis found the outer insulation exhibited clavicular crush damage at 25.5 cm -25.9 cm from the distal tip. The outer coil was also found to be bent and two filars were fractured in the crush region.